Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, five trocars were used. Three of the five had gas leaking when instruments were inserted. The leakage was very audible. Per the surgeon, the incision was adequate / not too large. The trocars were switched out and the procedure completed without impact to the patient.